Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. - [(B)(4) guidance form.xlsx, (B)(4) literature article ad 10-jul-2020.pdf]

Event description:
The literature article entitled, "biological monitoring of metal ions released from hip prostheses" written by annamaria nicolli, andrea trevisan, isabella bortoletti, assunta pozzuoli, pietro ruggieri, andrea martinelli, alberto gambalunga, and mariella carrieri published by international journal of environmental research and public health published 6 may 2020 was reviewed. The article's purpose was to evaluate the levels of different isotypes include co and cr levels in urine of two groups of patients with two different types of metal-on-metal (mom) total hip prostheses depuy asr in group a (25 patients) in non-depuy in group b. The measurements in group a with depuy products were measured at 9 years. The article these patients had not received any revision or treatment for the increased levels detected in the samples at the time of the article's compilation. The article associates the elevated ion levels to wear from the mom bearing material release metal particles into blood and urine. The article's test results are based upon urine samples. Femoral stem is not identified. Depuy products: asr xl head, asr xl sleeve, asr xl cup adverse events: elevated ion levels attributed to bearing wear (treatment not indicated and no further information provided.